Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 was jammed and could not be opened. Recovery attempts were performed; however, the issue was unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that label printer failed to print. The field service engineer (fse) logged into the system, reviewed and adjusted printer configuration settings as needed, and rebooted the system. After testing, the printer was confirmed to be working properly. There was no issue on the drawer. The system functioned as intended after the field service engineer (fse) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 was jammed and could not be opened. Recovery attempts were performed; however, the issue was unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.